Event description:
It was reported that for an interventional procedure, the 3 x 15 mm trek rx balloon dilatation catheter was prepped and soaked outside of the patient. A hole was found in the balloon while in the patient. It was discarded and another 3 x 20 mm trek balloon dilatation catheter was used to predilate the lesion. Ml8 3.0 x18 mm, ml8 3.0 x 23 mm stents were used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.